Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808:02 found during biomed service. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter quality engineering review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed but not reproduced. The reported condition is due to a faulty phm (pump head module).the phm was replaced to correct the reported condition. (B)(4)